Event description:
Dealer called stating that the batteries on the l-3b scooter allegedly will not hold a charge, and intermittent movement of the device. Batteries being replaced under warranty order #(B)(4). No injury alleged. The malfunction has not been confirmed.